Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If this occur, resistance may be experienced during advancement. During functional testing, resistance was encountered during advancement, and the ruby coil lp could not be advance at all. Further evaluation revealed pusher assembly kinks. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using a ruby coil lp. During the procedure, a ruby coil lp would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using another ruby coil lp. There was no report of an adverse effect to the patient.